Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was a bluetooth connection issue between the transmitter and g5 mobile application. Data was provided for evaluation. The reported bluetooth connection issue was not confirmed via data. A root cause could not be determined. However, data evaluation did confirm a transmitter failure on (B)(6) 2016. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and no errors were observed related to the customer complaint. The reported event of bluetooth connection issue was not confirmed. A root cause could not be determined.